Event description:
Customer was performing a 3000 hour maintenance on the ventilator and discovered the plastic nozzle unit type ii, that came with the maintenance kit, part number 6463496, failed during leakage test.